Event description:
The customer's spouse reported via phone call that the customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 54 mg/dl. It was reported sweating, weakness and lethargic. Customer's spouse stated that they treated the low blood glucose with the food. Customer¿s current blood glucose level was 138 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The customer did the troubleshooting for low blood glucose successfully. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.